Event description:
Procedure performed: da vinci prostatectomy. Event description: [facility]. The surgeon attempted to push the thumb ring forward to deploy the bag. However, as the rod was extended, the bag fell off the prongs and could not be opened. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to affect this event. Additional information provided by [name] on 15dec2024 via email yes, the bag completely fell off the metal supports and the tips of the supports were exposed inside the patient. The bag fell/partially slipped down the supports immediately upon the full deployment of the actuator. The actuator was pushed forward, and the bag was then dropped into the abdomen and during bag manipulation to unroll the bag. Not during specimen insertion. Yes, the bag came out of the introducer tube. They tried to unroll the bag, but it didn't work, so the surgeon replaced another one. Intervention: user replace with a new one to complete this surgery. Patient status: fine. There is no impact to patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. The instructions for use states, "do not retract prior to full deployment." Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: da vinci prostatectomy. Event description: [facility] the surgeon attempted to push the thumb ring forward to deploy the bag. However, as the rod was extended, the bag fell off the prongs and could not be opened. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. Additional information provided by [name] on 15dec2024 via email yes the bag completely fell off the metal supports and the tips of the supports were exposed inside the patient. The bag fell/partially slipped down the supports immediately upon the full deployment of the actuator. The actuator was pushed forward, and the bag was then dropped into the abdomen and during bag manipulation to unroll the bag. Not during specimen insertion. Yes, the bag came out of the introducer tube. They tried to unroll the bag, but it didn't work, so the surgeon replaced another one. Intervention: user replace with a new one to complete this surgery. Patient status: fine. There is no impact to patient.